Manufacturer narrative:
The events of seroma-late and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and infection (unknown onset). Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "late seroma followed by infection" for an unspecified side. The device remains implanted.